Manufacturer narrative:
The insulin pump was received compromised force sensor system alarm during occlusion test due to faulty force sensor relay. The motor passed motor test. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during device rewind process. Customer's blood glucose reading was 364 mg/dl. Nothing further reported.